Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis performed on a previous similar investigation concluded that the tip fractured as a result of fatigue through multiple fracture origins. Conclusion: the plausible root cause of the reported event can be: "normal wear" or "user applied overload which occurred over multiple uses.

Event description:
It was reported that the surgeon was inserting a screw when the screwdriver tip broke. Another screwdriver was used in its place.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the returned was confirmed to have a fractured tip upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event can be: "normal wear" or "user applied overload which occurred over multiple uses".

Event description:
It was reported that the surgeon was inserting a screw when the screwdriver tip broke. Another screwdriver was used in its place